Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lid was difficult to fit onto the sharps coll next gen 5.4qt clear 20/pack. The following information was provided by the initial reporter: "the lid of item # 305551 is not fitting into the wall bracket on item # 305447."

Event description:
It was reported that the lid was difficult to fit onto the sharps coll next gen 5.4qt clear 20/pack. The following information was provided by the initial reporter: "the lid of item # 305551 is not fitting into the wall bracket on item # 305447."

Manufacturer narrative:
H6: investigation summary : the customer complained about difficulty of assembly with 305551 sharps container however no photos or samples were received for investigation. Without further information, the complaint cannot be verified and the root cause remains unknown. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like assembly difficult for the same part number throughout the last twelve months. Potential root causes include: 1. Customer misuse. 2. Incorrect lid. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.